Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss and was found to be in backup operation. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry due to backup operation. High voltage therapy was disabled. Cause of the backup operation was unknown. Programming changes were made, and the ICD was restored. No patient consequences provided.